Event description:
Additional information was received from the patient. They clarified that the spasms cause pain and temporary paralysis. They stated that a cause has not been determined (yet). They are experimenting with different programs, searching for one that does not trigger negative effects. It was noted that they would have an appointment with their doctor on (B)(6) 2021. They noted that the issue had not been resolved yet, but no further action would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had intense spasm of the device. It sometimes takes out the right leg and completely paralyzes it. They can't bend over or crouch down without it creating a spasm down legs. Patient gets spasms on butt also. It started a little bit after they put in the implant two months ago. They experienced pain. Any times they do physical activity like the elliptical or walk their dog they pee's on themselves every time. With working out there is leakage. The leakage started almost two months ago too, otherwise they said it is a life saver. Agent did not ask about the circumstances that led to the reported issue. Checked current settings and they were on program 3 at 1.0. They said, program 3 causes real problems they feels it in the ankle and butt, and they has never gone above 1.1. Patient said the doctor told her to call and change leads. Rep thinks the patient means to change programs. Patient changed to program 1 at .8. They said this program feels different and felt it more in the ankle then anywhere else. Told the caller to monitor her symptoms for a couple days and see if their symptoms return. The patient meets with the doctor this week and will discuss her leakage with him.